Manufacturer narrative:
The technician isolated the issue to a clogged hydraulic manifold. He replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head up function is only working intermittently.